Event description:
Additional information was received that the patient had a generator replacement on (B)(6) 2014.

Event description:
The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
An implant card was received which indicated that the lead impedance with the new generator and existing lead was within normal limits (2117 ohms).

Event description:
It was reported that the patient experienced erratic device stimulation and that it "felt like the magnet was going off by itself all the time". The device was programmed to lower settings and the issues resolved, but then after five minutes, the patient reported that it was painful like prior to reducing the settings. The generator was programmed off and the patient was referred for x-rays. It was reported that device diagnostics showed dc dc code - 0 and that the patient would be referred to surgeon. There was no causal or contributory programming or medication changes that preceded the onset of the painful and erratic device stimulation. No patient manipulation or trauma occurred that could have caused or contributed to the painful and erratic device stimulation. It was reported that the pain is located at the patient's neck. The patient later reported that her seizures have worsened and that she was hospitalized for that as well as injuries sustained during falls due to seizures. It was confirmed that the device was still off. Surgery is likely, but has not occurred to date.